Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the operating room for an unrelated device change-out, externalized conductors were observed. Programming changes were made, and the lead remains active and implanted. The patient was asymptomatic and will continue to be monitored.